Event description:
No additional information.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has reported" infusion sets break and start leaking from the drip chamber." Further details relating to the nature of the reported issues, the model and lot numbers of the affected products, as well as the clinical set up, and sequence of events prior to the issues occurring were not provided to aid the investigation. As no model or lot number was provided to aid the investigation into these reports, it has not been possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine, nor any specific details regarding the reported issues, it has not been possible to conclusively link this feedback to any specific failure modes. Please continue to report these events if they occur, wherever possible returning the original samples and full details of the customer¿s experience to allow for a full investigation.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the verbatim: infusion sets break and start leaking from the drip chamber and the sensor separates completely on both sides.